Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped and cracked. During start-up, the battery power would not light when plugged in. Error history log review found [brief overview of results]. The root cause of the reported issue was found to be the power supply was not plugged into the interconnect board. Actions were taken to mitigate the reported issue: connected power supply to interconnect board.

Event description:
It was reported that the pump had a bad interconnect / would not charge. No patient injury was reported.